Event description:
It was reported that during a percutaneous coronary intervention procedure, a failed balloon deflation occurred. The physician was treating a greater than 90% stenosed, greater than 45 degree lesion located in the non-calcified distal section of the proximal left anterior descending (lad) artery. This 3.50x8mm quantum apex balloon catheter was used to post-dilate. There were no difficulties reaching or crossing the lesion with the device. The balloon was inflated to 18atms on the first attempt without complications. After this initial inflation, the balloon would not deflate at all. The physician removed the balloon catheter from the patient intact, no special maneuvers were undertaken. It is unknown what condition the balloon was in when first removed from the patient. The type of inflation device used in unknown, however, it was reported that there were no difficulties with the use of the inflation device. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a failed balloon deflation occurred. The physician was treating a greater than 90% stenosed, greater than 45 degree lesion located in the non-calcified distal section of the proximal left anterior descending (lad) artery. This 3.50x8mm quantum apex balloon catheter was used to post-dilate. There were no difficulties reaching or crossing the lesion with the device. The balloon was inflated to 18atms on the first attempt without complications. After this initial inflation, the balloon would not deflate at all. The physician removed the balloon catheter from the patient intact, no special maneuvers were undertaken. It is unknown what condition the balloon was in when first removed from the patient. The type of inflation device used in unknown, however, it was reported that there were no difficulties with the use of the inflation device. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with a non-bsc guide wire and no original packaging. The lot number on the catheter matched the reported lot number. The catheter was visually examined and dried contrast was found blocking the inside of the inflation lumen and in the balloon. The balloon was not tightly folded which is consistent with having positive pressure applied. Magnified inspection presented no other damage or irregularities. The received guide wire was measured and found to have a maximum outer diameter of .0139in. Functional testing was performed by back loading the received guide wire into the tip of the received device. An inflation device filled with a 73ml/20ml water/glycerol solution was attached to the received device and an attempt to inflate the balloon was unsuccessful. After soaking the catheter in a circulating 37°c water bath for twenty four hours, another attempt to inflate the catheter was able to inflate the device to rated burst pressure. The device was then deflated in approximately 3 seconds with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).